Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the actual device batch number associated with this event is not known. The possible batch number is reported as follows: mpcbssa0. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide suture product code mpcbssao. Invalid lot - please provide correct lot.

Event description:
It was reported that a patient underwent an unknown gynecological procedure on (B)(6) 2019 and suture was used. The suture broke during use. Another device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The possible batch number is reported as follows: batch mpcbssa0; manufacturing date: 12.01.2018; expiration date: 05.31.2024 a manufacturing record evaluation was performed for the finished device mpcbssa0 possible lot number, and no non-conformances were identified.